Event description:
A 6f angio-seal vip had been selected and used for the procedure, following a pre-deployment angiogram. Fifty minutes post-procedure, the pt complained of a cold and painful leg. A femoral pulse was initially present but was lost within minutes. The pt was taken to surgery for an endarterectomy to remove the angio-seal from the groin. The pt tolerated the procedure well. The pt's hospitalization was extended due to this event. The pt was discharged in stable condition.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. Angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.